Event description:
It was reported that, "revised due to infection. Pulled implants out, irrigated, cleaned up and implanted new implants."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # unk lot # unk, description: plus 0 v40 taper sleeve. Cat # unk lot # unk, description: restoration adm insert, size 56. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.